Manufacturer narrative:
The device was not returned for analysis. However, the device is expected to be returned. A supplemental report will be submitted.

Event description:
Medtronic received report that during the procedure, the microcatheter was noticed to have been punctured by a competitor guidewire. No patient injury was reported to have occurred.

Manufacturer narrative:
During the investigation it was realized that the guidewire was incompatible for use with the catheter. The reported guidewire that was used has a distal outer diameter (od) of 0.010¿ and a proximal od of 0.014¿; which is not compatible with the catheter. The catheter was returned without the guidewire. Therefore, any contributing factors from the guidewire (other than the outer diameter specification) could not be assessed. Based on the reported information and the device¿s analysis, the customer¿s report of ¿catheter puncture¿ was confirmed. The catheter was found punctured in the distal segment. However, the cause could not be determined. Per the catheter¿s instructions for use (IFU): ¿the marathon is a flow directed micro catheter that can optionally be used with hydrophilic, 0.010" or less sized guidewires. The marathon is not compatible with non-hydrophilically coated guidewires greater than 0.010" in diameter. Verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damage or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter.¿ the lot history record review showed no discrepancies that would have contributed to the reported experience. All marathon catheters are 100% leak tested and all products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.